Event description:
As reported, during a laparoscopic totally extraperitoneal (tep) bilateral inguinal hernia repair procedure, the sorbafix enhanced fixation device deployed multiple fasteners at a single fire. It was reported that the faulty fasteners were removed from the patient's body, no fasteners got released from the device successfully and fixated into the mesh. The procedure was completed using a new sorbafix device. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed multiple fasteners at the same time. The subject device has been discarded and not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.